Event description:
It was reported that the patient experienced a collapsed pump with an inflatable penile prosthesis (ipp). The ipp pump, cylinder, and reservoir was explanted and a new ipp pump, cylinder, and reservoir was implanted. The physician alleges fluid loss.